Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06565 / 06566).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2006 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. A review of invoice history confirmed both surgery dates and suggests that all components were removed and replaced with competitor acetabular components and a biomet modular head and femoral stem. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-06565 / -06566 & -08593).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2006 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. A review of invoice history confirmed both surgery dates and suggests that all components were removed and replaced with competitor acetabular components and a biomet modular head and femoral stem. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received on patient operative (op) report notes leg length discrepancy of greater than one inch, serous fluid with no indication of infection, fibrous cartilaginous ingrowth but no bony ingrowth on the cup, and cracking of the anterior metaphyseal area of the femoral calcar during removal of the stem. Revision op report notes that upon examination of the femoral component it was revealed that the neck length was the shortest possible (-6mm).